Manufacturer narrative:
Product analysis: the product has not been returned for analysis. Conclusion: no conclusions can be drawn from the available information. Related product: (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve the right ventricular out flow tract (rvot) was ballooned and pre-stented. The valve was implanted and functioning well. Upon removal of the delivery catheter system (dcs) the valve and pre-stent dislodged into the right ventricle. Emergent surgery was performed to explant the valve and pr e-stent, and a conduit was implanted. The patient is doing well. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.